Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's battery pins and battery contact assembly as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off unexpectedly multiple times. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly while they were trying to monitor a patient who was in asystole. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to request additional information on the patient. No response has been received from the customer.